Event description:
Patient in surgery for an exploratory laparotomy. While using a jarit catalog #121-188 carb-bite debakey 10 1/2" needle holder multiuse during this case, a small piece of metal broke off into the abdomen. The piece was retrieved by the surgeon in its entirety. Prior to closure an abdominal kub x-ray was performed and read immediately by a radiologist. Findings were postsurgical changes without radiopaque foreign body. No harm to the patient. Instrument taken out of use. Manager of central sterile supply notified about incident. All instruments are checked for integrity during sterilization processing and packaging.